Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A risk manager reported that a patient presented four days after photo refractive keratectomy (prk) with increased pain for six hours. Slit lamp exam revealed a two millimeter abrasion with injection at the limbus. Topical antibiotic was increased to every two hours. The patient was seen the next day and a hypopyon and abrasion/ulcer was noted in the left eye. Two topical antibiotics were prescribed to use every hour. A topical antibiotic ointment was prescribed to be used at bedtime. Corneal epithelial was noted to be healed but hazy 16 days later. Antibiotics were discontinued and topical steroid is to be used four times a day. Patient to be seen in one week.